Manufacturer narrative:
The device was returned not deployed. The device download indicates a drive stall occurred at the beginning of the device run. The first prime completed at pulse 43 and the device was deactivated at pulse 53. The device was reset, connected to a master pdm and delivered a 5-unit bolus with no issue. The device deployed during the reset run. The exact cause of the drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The cannula was visible but did not insert into the infusion site.